Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant high results for 1 patient tested for troponin t hs stat on a cobas 6000 e 601 module. The patient presented to the emergency room with chest pain. The initial troponin t hs stat result was 26.71 ng/l. This result was reported outside of the laboratory where it did not fit the clinical condition of the patient. Since the initial sample was clotted and hemolyzed, a new sample was obtained and the result was 3.00 ng/l with a data flag. The initial sample was transferred to a hitachi cup and repeated with a result of 24.12 ng/l. A 3rd sample was obtained and the result was 3.00 ng/l with a data flag. The initial sample was repeated again and the result was 3.00 ng/l with a data flag. The customer noted a small pellet of red blood cells at the bottom of the hitachi cup. The customer then repeated the 2nd and 3rd samples with results of 3.00 ng/l with a data flag and 3.08 ng/l respectively. On (B)(6) 2018 the customer remixed the initial sample and repeated with a result of 19.49 ng/l. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 267654. The expiration date was not provided. Qc results were within the acceptable ranges. For the initial sample, the centrifugation time of 10 minutes at 2000 g was found to be too short. During a review of the alarm trace, no issues were identified from the day of the event. The results received by the customer suggest an issue with sample quality. The small pellet of red blood cells indicate that clotting occurred after the sample was centrifuged. The investigation was unable to find a definitive root cause.